Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device had foreign material on the forceps elevator as well as some parts of the scope. There were no reports of patient involvement.